Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During surgery a needle as inserted in a vertebral body. During the insertion the needle broke just below the handle. The needle shaft was removed from the patient without any problem. All parts have been removed from the patient. Unfortunately all items were discarded during surgery, so no parts were returned for investigation. Also all packaging was discarded, so no item numbers or lot numbers could be reported